Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: could you please confirm the correct lot number? Qlmeqc or mjk136? No further information is available. Event date?no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare¿. Active ingredient(s) - triclosan. Dosage form suture/solid/parenteral. Strength = 275 ug/m. Note: events reported in 2210968-2021-05117, 2210968-2021-05118, 2210968-2021-05119, 2210968-2021-05120, 2210968-2021-05122 and 2210968-2021-05123.

Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and suture was used. During the procedure, 7 sutures out of 8 were broken in the middle during use. Lot number qlmeqc, mjk136 - unknown if these are the correct lot number. No adverse patient consequences were reported. Additional information was requested.